Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute integrity device to treat a severly calcified, severly tortuous lesion with 90% stenosis in the mid left anterior descending (lad) artery. No damage was noted to the packaging, no issues were noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated, the device did not pass through a previously deployed stent. Resistance was encountered and excessive force was used. It was reported that stent deformed in vivo during positioning/advancement. It is believed that the event was due to the use of the device in difficult lesion morphology/anatomy, the event is procedural related and not device related. The patient is reported to be alive with no injury.

Manufacturer narrative:
Additional information: it was reported that a detachment of the hypotube occurred as the device progressed though the calcific lesion. Resistance was noted during withdrawal of the device. Excessive force was not used. The device was not kinked and re-straightened during use. Product analysis: the device returned with a detachment on the hypotube 9cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube both proximal distal to the detachment site. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent wraps. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the procedure was completed using a non-medtronic balloon, another resolute integrity stent (rsint22518x) and a non-medtronic stent. Two sets of procedural images from 3rd sept 2021 were provided for analysis. Set 1 ¿ showed treatment of the lesion at the ostium of the lad and the deployment of a stent in the left main. Set 2 ¿ from 90 minutes post the last images in set 1 dealt with occlusion of the lcx post stent deployment in the left main. Diffuse disease was observed in the left main and proximal lad. The lad target lesion was pre-dilated and the vessel/lesion was confirmed to be tortuous and calcified in the proximal / ostial portion of the vessel. The stent balloon appears not to be adequately prepared as there is evidence of air in the proximal balloon and in the distal balloon working length and balloon cone. A stent was deployed in the lad, across the ostium of the lcx. Ninety minutes post treatment of the lad and left main further pci was completed to treat occlusion of the lcx most likely contributed to by the deployment of the stent in the left main. Post-dilation of the stents was completed. From the images provided, it was not possible to identify the reported stent deformation. Annex b, annex c, annex d and annex g codes added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.